Manufacturer narrative:
(B)(4).

Event description:
The venaseal procedure was performed (B)(6) 2015 as part of the (B)(4) study (external research project). Per procedure notes, the patient has no known sensitivity to cyanoacrylate. The patient developed erythema in the treatment zone which was mildly painful and was treated initially with nsaids beginning on (B)(6) 2015. This was judged to be unrelated to the device and related to the procedure by the physician. Per the procedure notes on (B)(6) 2015, the ecchymosis was less, but the tenderness to palpitation was more. Additionally, cellulitis or infection along the treatment thigh was noted at this time. The adverse event was classified as an allergy which required steroids to treat. The patient also reported itching in the leg and trunk as well at this time. The rash was over the medial thigh, consistent with an allergy rather than infection. The patient was given triamcinolone 1% cream and a medrol dose pack. The patient was deemed "recovered" on (B)(6) 2015. However at the 30 day follow up on (B)(6) 2015, the event was reported as ongoing. At this time, the echymosis and tenderness to palpitation were the same as the previous visit. Treatment zone phlebitis was noted. No relation to the study device, but probably relation to the study procedure was reported. At the 3 month follow-up on (B)(6) 2016, the patient presented with the rash resolved with the exception of the upper thigh where it began. The topical steroid strength was increased. According to the 3 month follow up, the systemic allergic reaction was better with steroids taken orally. On (B)(6) 2016, the patient is reported to have recovered and has been advices to avoid cyanoacrylates.

Manufacturer narrative:
Additional info: physician explanted the treated vein to relieve the patients allergy type symptoms on (B)(6) 2017. Explant procedure reportedly went very well with no adhesions or gross inflammation in the perivenous tissues.

Manufacturer narrative:
At 12 month follow up, it is reported that patient presented with symptoms of persistent itching and redness in the treated limb/target zone and the abdominal trunk. Patient went for an allergy test which came back positive. Allergist will be coordinating care and patient will likely have vein/polymer excised. No further information on patient treatment is available at this time. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The patient attended a follow-up appointment, the physician reported that the patient's rash was down to 10% of what it was. The patient is pleased, and will have another follow-up appointment in 3 months. If information is provided in the future, a supplemental report will be issued.